Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 9/30/2016: medical records received. After review of the medical records for MDR reportability, the records also indicated swelling, discomfort, and slightly elevated metal ion levels. No labs were provided for the metal ion levels at time. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to remove metal liner and head. Update rec'd 9/7/2016 - clinical der states patient was revised due to pain and stiffness. Part and lot updated for head and liner.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. Per wi-3430 it has been determined that should related reports be identified a DHR review is not required. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to remove metal liner and head. Update rec'd 9/7/2016 - clinical der states patient was revised due to pain and stiffness. Part and lot updated for head and liner. *complaint updated 9/13/2016 update 9/30/2016: medical records received. After review of the medical records for MDR reportability, the records also indicated swelling, discomfort, and slightly elevated metal ion levels. No labs were provided for the metal ion levels at time. There is no new information that would change the existing MDR decision. This complaint was updated on: 10/20/2016 update rec¿d 12/19/2016 - litigation papers received. Litigation alleges pain and general litigation notes metal on metal implications. Adding the stem to the complaint for the elevated ions. Complaint was updated 01/13/2017 update: 3 oct 2017: pfs and medical records received. In addition to what was previously alleged. Pfs alleges limited mobility and elevated cobalt levels. After review of medical records for the MDR reportability, patient was revised to address left total hip pain. Revision notes reported of no new allegation. This complaint was updated on nov 2, 2017. / / investigation method: no device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. No changes to previous investigation. One other report found against the femoral stem. 157012150 summit duofix tap sz8 hi off c4vb71000. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No further changes to previous investigation / / investigation summary: patient was revised to remove metal liner and head. Update rec'd 9/7/2016 - clinical der states patient was revised due to pain and stiffness. Part and lot updated for head and liner. *complaint updated 9/13/2016. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Update 9/30/2016: medical records received. After review of the medical records for MDR reportability, the records also indicated swelling, discomfort, and slightly elevated metal ion levels. No labs were provided for the metal ion levels at time. There is no new information that would change the existing MDR decision. No changes to previous investigation. Update rec¿d 12/19/2016 - litigation papers received. Litigation alleges pain and general litigation notes metal on metal implications. Adding the stem to the complaint for the elevated ions. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec¿d 12/19/2016 - litigation papers received. Litigation alleges pain and general litigation notes metal on metal implications.

Event description:
Update: 3 oct 2017: pfs and medical records received. In addition to what was previously alleged. Pfs alleges limited mobility and elevated cobalt levels. After review of medical records for the MDR reportability, patient was revised to address left total hip pain. Revision notes reported of no new allegation. This complaint was updated on nov 2, 2017.

Event description:
Update: 3 oct 2017: pfs and medical records received. In addition to what was previously alleged. Pfs alleges limited mobility and elevated cobalt levels. After review of medical records for the MDR reportability, patient was revised to address left total hip pain. Revision notes reported of no new allegation. This complaint was updated on nov 2, 2017.